Event description:
It was reported that patient received inappropriate therapy due to post sensed t wave oversensing. The r waves were noted to be in equal amplitude as the t waves and so programming changes could not be made. Electrolyte imbalance and lead damage was suspected. All other electrical parameters were measured to be normal. Lead was later capped and replaced. The patient condition was fine post procedure.